Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications. Were there any intra-operative complications? In report states that the type of device ¿gynecare prolift posterior and gynecare prolift anterior¿, please answer the following: were these prolift devices implanted concurrently? Was the 2nd prolift device involved in the event? Please specify a product code and lot # for the 2nd implanted prolift device. Location and character of the pain? Onset date/time of the pain from surgery. What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings/details. Was the device removed? If so, please specify which one was removed? Or both? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced pain which was not resolved with oestrogens. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4).